Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during a tumor ablation procedure, cold pixels occurred. It was noted that the cold pixels were seen in a bowtie pattern. The physician released the foot pedal but the acquisition continued (the laser was off but cooling was still running) and the cold pixels dissipated. During the next acquisition the issue did not recur. No patient complications were reported in relation to this event. If additional information is received, a follow up report will be sent.